Event description:
Found during testing. According to the reporter, the device would not power up. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up on ac power or in battery. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the reported incident was an ic chip, designator u18.